Event description:
Customer stated that the drill overheated during a procedure. The procedure was completed successfully using the same drill. There was no medical intervention and no delay in the procedure reported with this event.